Manufacturer narrative:
Follow-up #1: date of submission 03/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 02/23/2016 with the following findings: the history shows evidence of a time/date reset after por on (B)(6) 2016 at 05:45. When pump was powered back on the year was set to 2015 and the date/time set to (B)(6) 05:49. The year was later manually corrected on (B)(6) from 2015 to 2016. Pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time/date reset to default setting. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed cover; a visible inspection confirmed the internal battery was leaking. Battery compartment is cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 2/5/2016, the reporter contacted animas and alleged that the patient had a blood glucose of 54mg/dl with dizziness and unsteadiness. During troubleshooting, customer support found that when the battery is changed, the pump reverts to the default time and date settings for the pump. The issue is not being reported as it is not likely to cause an adverse event because the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen. This complaint is being reported as the patient experienced hypoglycemia subsequent to the use error of not properly verfiying the time/date settings.